Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer performed their own troubleshooting and observed no insulin dripping out of the infusion set tubing during the load fill tubing sequence. A supply change was performed resolving the occlusion. The customer's blood glucose level was 410mg/dl.